Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms a day for four days. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that there were motor error alarms in the history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk however, passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.